Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate low readings on his meter compared to the hospital's device. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that when he compared his meter to the lab there was a 60 points difference between the 2 devices on morning of (B)(6) 2010. The patient exhibited symptoms; however, it is unknown what the symptoms were. The patient does not recall what the lfs meter read; however, the hospital meter read over 800 mg/dl. The patient was treated with IV fluids in the ER. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was done and the test strips passed using the control solution. The technique of applying blood on the test strip was correct. Products were replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, reading they obtained on te lfs meter and symptoms. It would have also been helpful to know the patient's blood glucose prior to the event, time difference between the lfs meter result and the result in the ER and how long the patient was in the hospital. The complaint is being reported since the patient alleged that due to the low reading he obtained on his lfs meter, he exhibited unspecified symptoms and had to be treated in the ER for a blood glucose over 800 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Synthes became aware of the following information from a journal review: patient implanted with prodisc-l experienced subsidence into posterior part of endplate l5 four days postoperatively, due to osteoporosis. Postoperative radiographs showed subsidence.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.